Event description:
The patient was being transferred from a wheelchair into the bed. The patient's right calve was cut which required 30 sutures. The account did not know what cut the patient, however they think it may have been from the siderail push latch.